Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had changed the battery but was still getting battery alerts on the insulin pump. Customer does not have any more batteries to try. Customer's blood glucose was 5 mmol/l. Customer stated that the battery cap is not damaged or cracked. Customer inserted the original battery but there was still nothing on the screen. Customer stated that the pump had not been knocked or dropped. Customer was advised to revert to a back-up plan and enter a new battery after waiting for 2 hours to allow it to discharge.